Event description:
Discordant results for vitamin d and other assays were obtained on an advia centaur xp instrument. The results were reported to the physicians. The customer sent all the samples to another laboratory and obtained different results. Corrected result reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant results was a malfunction of the waste pump. The fse replaced the pump, the waste reservoir sensor, and the reagent probe 1 heater coil. The instrument is performing within specifications. Further evaluation of the device is not required.